Manufacturer narrative:
The reported events of no pacing output and inability to interrogate were confirmed. The device was at end-of-life voltage level when received. Device output was in backup mode, consistent with low battery voltage condition. Longevity calculation indicated the device was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, resulting in backup mode and inadequate telemetry communication. The device was cut open and connected to external power source for further testing. Electrical and mechanical tests performed including telemetry communication and output verification did not identify any functional issues. The device was implanted for 13.2 years which exceeded its projected longevity and is consistent with normal battery depletion.

Event description:
It was reported during device changeout that the pacemaker failed to be interrogated and displayed no low voltage pacing. The device was successfully exchanged. There were no patient consequences.